Event description:
Additional information received reported there was no known problem with the pump and no known issue with the catheter. The overdose was due to non-compliance of the recommended treatment plan by the patient. The patient was seen in the emergency room with symptoms of lethargy and as reported required intervention. As of the event, interventions included a dose adjustment. The daily rate was decreased from 2.335 mg down to 1.5mg/day and the patient was dismissed from the health care provider¿s practice. The outcome to the patient was no injury and the patient recovered without sequelae.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was admitted to the ICU for decreased level of consciousness. The patient was intubated in the ICU and reprogramming occurred. The patient had an altered mental status and overdose symptoms, specifically a decreased level of consciousness. It was noted the patient was alive with injury at the time of this report. The device system was used to deliver infumorph at a concentration of 20.0 mg/ml with a daily dose of 2.335 mg. According to the pump event logs, the daily dose was decreased by 36% to 1.499 mg/day. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).